Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a pump error. The customer¿s blood glucose level was 195 mg/dl. The customer reported that the insulin pump had a power error detected alarm and unexpected power loss alarm. The customer reported that they did not receive low battery alert prior to power loss alarm. The customer reported that the notification light stopped flashing immediately. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.